Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failure alarm and other pump errors. The customer's blood glucose level was 3.6 mmol/l. The customer reported that they were able to clear the alarm and rewind the insulin pump. The customer reported that the insulin pump failed the self test. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0871 inches. Pump error 63 alarmed during self test and pump trace download confirmed pump error 63 (variable 3) due to broken trace at keypad assembly. Device received with same audio tone when switching from volume 5 to volume 1 due to electronic defect. No pump error 4 or pump error 15 noted during testing. Unit communicated properly with the guardian link 2 and the test plug. No pump/sensor communication anomaly or calibration anomaly noted. No unexpected suspend (low sg) alert noted during testing. No sensor signal loss noted during testing.